Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device properly communicated with the contour next blood glucose meter. No communication anomaly noted. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low-level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the device had a hardware low level alarm and a lack of audio. The customer¿s blood glucose during the incident was 187 mg/dl. The device failed troubleshooting. The device will be returned for analysis.